Event description:
The complainant in canada had an impella 5.5 support that was ongoing for over 22 days, which is beyond indication, when the pump was explanted from the axillary insertion site. The patient had been transferred to the canadian facility from the medical center in the united states on day 9 of the impella support. The pump explant took place after the patient experienced vision issues and numbness in the arm. The pump was explanted with clot burden observed upon it, and as such the team believes the pump caused an embolic stroke to the patient. The stroke was not noted to be treated and the patient survived.

Manufacturer narrative:
The medical center in canada discarded all impella product at the time of explant. As such, no benchtop analysis was possible. Photos of the impella pump waith adhered biomaterial was shared by the medical team. A definitive root cause of the cerebral vascular event could not be determined.